Event description:
Customer reported that a patient with anti-e and anti-c only reacted with cell 3 of vra144. Testing was performed with a 15 incubation.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satis factory results were observed.pateint sample was returned. Reactivity was observed with cell 3 of vra144. No reactivity was observed with cell 6.(B)(4).